Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb charging cable was damaged with exposed wiring. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 120 mg/dl.